Manufacturer narrative:
The decision to file this adverse event report is the result of a discussion with a FDA inspector during a facility inspection. The adverse event was recorded at the user facility. The user facility report "incident coding adverse event" was recorded as "user error." The user facility report "severity" was listed as "minor."

Event description:
During an operative procedure for removal of a depth electrode, the registrar had difficulty in removing the electrode. When pulled, the electrode broke and the tip of the electrode in question was left inside. An emergency CT scan and mini craniotomy was done for the removal of the tip of the electrode.